Event description:
The facility's biomed technician reported an infusion pump with fail code 813:01. The biomed stated that there has been no incident reports on this device since the last baxter service.